Manufacturer narrative:
Citation: kim impact of peripheral artery disease on early and late outcomes of transcatheter aortic valve implantation in patients with severe aortic valve stenosis. Bg int j cardiol. 2018 mar 15;255:206-211. Doi: 10.1016/j.ijcard.2017.11.065. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of peripheral artery disease on early and late outcomes of transcatheter aortic valve implantation in patients with severe aortic valve stenosis. All data were collected from a single center between july 2011 and january 2016. The study population included 115 patients (predominantly female; mean age 81 years), of which 66 patients were implanted with corevalve and 32 patients were implanted with corevalve evolut r. The serial numbers were not provided. Among all patients, all-cause mortality, cardiovascular mortality and 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, permanent pacemaker implantation, myocardial infarction (mi), moderate aortic regurgitation (ar), aortic dissection, aortic rupture, left ventricle perforation, surgical repair, major bleeding and minor vascular complications. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.